Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that the cutter suddenly was not functioning, by already lowering the cut rate and tried shaking the cutter thrice with the same pak during vit-ret surgery. The surgery was completed on same day. There was no patient contact with suspect product.